Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No data management system (dms) investigation was possible for this complaint since user did not provide specific date, time and glucose values of the incident. User did not provide any information if she had any symptoms. As a result, the complaint could not be confirmed. However, user mentioned that she did not require any medical attention to resolve the issue and also mentioned that she was able to use system normally without any issues.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event. No specific date, time and glucose values were provided. No information was provided if user had any symptoms. However, it was mentioned that user did not require any medical attention/ intervention to resolve the incident.